Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced migration and "added pressure" on the patient's sternum. The icm was explanted and is no longer in use. No further patient complications have been reported as a result of this event.